Event description:
The thermistor connector detached.

Manufacturer narrative:
The sample was received on (B)(6) 2009 and is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).